Event description:
(B)(4). Weight gain, joint pain, heavy painful periods, periods lasting longer than 5-7 days, periods with less than 1-2 weeks in between, endometriosis, hair loss, fatigue, swelling and bloating.